Manufacturer narrative:
Extension device and implant date information is unknown. Implant date for concomitant devices is unknown: model 6172 (x2), dbs lead. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-08790. It was reported ((B)(6)) the patient experienced high impedances on the right dbs lead. X-rays revealed lead was appropriately connected to the extension, and the extension was appropriately inserted into the ipg header. Reprogramming was unable to achieve effective therapy for the right lead. As a result, the physician opted to revise the dbs system. Intra-operative testing was inconclusive, so the physician explanted the ipg and the right extension. During the explant, the extension was fractured, and the physician saw possible corrosion on the contacts in the header of the ipg. Postoperatively, effective therapy was restored and the issue was resolved.

Manufacturer narrative:
Additional information received included device information and implant date for sections.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-08790.